Event description:
It was reported that the ventricular lead exhibited 3.5 v, 1.5 ms thresholds in (B)(6). One month later the thresholds were 5.0 v, 1.5 ms. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded at 47.2 cm to 48.2 cm from the connector pin. The proximal coil was exposed in the same area.